Event description:
Surgeon reported a patient's intraocular lens (iol) was replaced four months following iol implant surgery due to complaints of poor vision and glare. The initial 17.50 diopter iol was replaced with a 21.00 diopter iol. The patient was reported to be doing very well. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are not similar reports in the lot.